Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause of the report of "light was bright even after manual adjustment " was a malfunction of the diaphragm blades due to deterioration associated with the age of the device.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was not duplicated. The unit was inspected and tested with a test scope and the brightness was found to be normal. Irs function was normal. Browning was found on both lamp a & b. A conclusive root cause could not be determined, however, the condition of the lamps can contribute to sudden changes in brightness.

Event description:
A user facility reported to olympus that the light was bright even after manual adjustment and was also fuzzy/blurry at times. The reported problem occurred during a diagnostic procedure. There was no patient injury or harm associated with the problem. The procedure was completed with no delay and completed using the same device.